Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred "a few days" prior to the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a hole in it. This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.